Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery, the doctor tried to assemble the chave in the pedicle screws but the set was not clamped properly. The surgeon continued trying until the set clamped and implanted in the patient. There was a surgical delay of 1.5 hours. This is complaint 2 of 8 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: seven click'x spondylo pedicle screws have been sent in without locking cap, rod and instruments to handle the implants. Based on what has been sent in, it is likely, that the problem is related to picking up and inserting the click'x spondylo pedicle screws. Compatibility tests with the instruments 388.359/3794086 (holding sleeve) and 388.364/7606182 (screw driver) and all seven implants didn't reveal any non-conformity. Neither a manufacturing nor a design related failure could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was not implanted; an alternate device was used instead.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional product codes: mni, mnh, kwp, kwq. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No nonconformances were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.